Manufacturer narrative:
(B)(4). Boston scientific was notified the device previous reported as being returned for analysis, is unable to be received. In absence of a returned product, no further investigation is required; however, should the device be received at a later date, the event file will be reopened and updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis completed by boston scientific's technical services confirmed acceptable system parameters; however, the device replacement recommended within two weeks to ensure a safe replacement period. Subsequently, the device was confirmed explanted and is intended to be returned for analysis. No adverse patient effects reported prior too, nor during product replacement.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.